Event description:
Reporter indicated a pt had the vns generator explanted due to infection, and was placed on antibiotics. It is unk whether the vns lead was explanted as well. Vns generator reimplant surgery is tentatively scheduled for (B)(4)2010. Attempts for further info regarding the infection, device explant date, and pt outcome are in progress.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.